Event description:
It was reported to medtronic neurosurgery that during the vp shunt procedure, the catheter was cut while tying using a 1-0 silk suture. According to the report, this happened two times during the same procedure. The report stated that a catheter from another lot was used and could be tied up without trouble. Reportedly, there was a 30 minute delay in the surgery. According to the report, the patient did not show any signs of health hazard.

Manufacturer narrative:
Approximately 90 cm of the catheter was returned. There was a suture knot tied approximately 2 inches from the proximal end. Once the suture knot was removed, the catheter met the requirements for patency testing. The device also met all specifications for tensile strength and ultimate elongation testing. It is unknown what caused the reported event. The instructions for use that accompany the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).